Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the battery had high resistance. Pump logs were inspected and indicate the drug in the pump was morphine 10.0 mg/ml delivered at a dose of 0.062 mg/day.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-01, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown concentration) at an unknown dose via an implantable pump for an unknown indication for use. On (B)(6) 2015, a pump "stopped" and error codes 8478 (safe rate in use) and 8474 (pump reset) were reported on the n'vision programmer (8840). The patient had symptoms of pains specified as "back of pains". The pump had been programmed again, but the therapy was stopped "for the moment". It was stated, "it was not appropriate dosage on setting". Additional information reported the pump was explanted on (B)(6) 2015 and replaced with a new synchromed ii. The outcome of the event was not reported, but the patient was listed as "alive - no injury". Additional information has been requested regarding drug information, troubleshooting performed, diagnostics, patient outcome, potential causes, but it was not available at the time of this report.